Event description:
It was reported that on (B)(6) 2013, the patient underwent a stenting procedure with placement of a 3.0 x 15 mm xience v stent in the left main coronary/left anterior descending artery complex. On (B)(6) 2014, the patient experienced cardiopulmonary arrest and died. Per death certificate, the patient died at home. No additional information was provided.

Manufacturer narrative:
(B)(4). (B)(6). There were no reported product deficiencies and the stent remains in the patient. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of death, as listed in the xience v drug everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.